Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify displayable history crc check failed on startup alarm and motor error alarm due to blank display. The motor was tested outside of the device and passed.

Event description:
The customer reported via phone call the insulin pump had a blank display and motor error. The customer¿s blood glucose level was 145mg/dl at the time of incident. The customer performed trouble shooting and blank display was resolved. The insulin pump is being replaced and is expected to return for analysis.